Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 3rd march 2010 and performed to specification up to the 29th january 2012. The device records multiple occasions when the temperature recorded is below the recommended minimum stand-by temperature. The device failed a self-test due to a low battery on the 5th february 2012 and remained in fault mode until the 14th february 2012, when upon return to a warmer environment, the device was successfully power cycled. An increase in voltage during this time suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the 20th february 2014 and the last log entry on the 5th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.